Event description:
A consumer called and stated that her daughter allegedly received severe burns on her abdomen while using a heating pad. She also indicated that medical attention was required for her daughter's injuries, and that she may require skin grafts. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz has requested that the product be returned to our company for lab analysis.